Event description:
Cellulitis; bladder incontinence. Information was received on 12/03/02 from a director of wellness at a residential/assisted living facility via a sales representative, regarding a patient (age and initials not reported). The director reported that the patient was administered a series of three synvisc injections (date (s) and specific joint (s) unknown) and was diagnosed with cellulitis and bladder incontinence after the "last" injection. The patient had received their first two synvisc injections (date (s) and specific joint (s) unknown) without complaint. Pt "ignored" the cellulitis that had developed, which traveled up their leg and into their back. The director reported the patient had been hospitalized (date (s) unknown) and had "lost the function of their legs" and was "totally incontinent". As of 12/17/02, the director confirmed the adverse event term of cellulitis and stated that the patient remains hospitalized. No further information is available at this time and the patient's clinical outcome is unknown. Qa results: product release date, including intermediate product, for both canadian facilities and us were reviewed. The data for the candaian facility went as for back as 1996. For us, the date review period was for 1999, 2000, 2001 and january to october 31, 2002. The review of synvisc product release date for both the us and canadian facilities did not indicate trends that could be associated to any product complaints.